Manufacturer narrative:
(B)(4).

Event description:
The customer reported they got a bbe (blue bulls eye) during the case, which radiology confirmed was in the artery. They removed the line and did not replace it. No patient harm or delay in therapy.

Manufacturer narrative:
Qn#(B)(4). Vps g4 system gb40665 was returned. A vps service engineer performed the evaluation as documented in the service report. The remote control showed normal wear. The returned usb cable was a non tfx cable. All other returned items were in acceptable condition. The customer provided one photograph, the photograph shows the packaging for the stylet used in the procedure. A video of the case dataset for the reported case was provided by the customer. No evidence was provided to confirm the catheter was placed in an artery. The service engineer reported the returned console was functionally tested. The results of the functional test were acceptable and indicated the returned console was performing as intended. Vps r and d performed an investigation of this complaint by reviewing the complaint report and the saved procedure dataset. Vps r and d reported: during review of the procedure it was observed that there was significant noise in the doppler data throughout the entire procedure. It was also observed that there are periods where a doppler flow signal can be observed within the noisy doppler data and then periods where there is no visible doppler flow signal that can be observed within the noisy doppler data. The vps g4 console operators manual in the troubleshooting section calls out the following 'electromagnetic interference (emi) (high pitched noise and white horizontal lines/nose on the screen)' with suggestions on how to help reduce the interference that is displayed on the doppler image. A trained user of the g4 console when looking at the doppler image is capable of mentally filtering out the interference signal to look only at the typical stylet doppler flow signal. This would lead the trained user to think a certain symbol should be displayed, however, the g4 console is analyzing the overall doppler data (stylet signal + interference) when making its determination on what symbol to display. The trained user should always use their judgement in interpreting the doppler and ECG signals. As stated in the vps g4 console operators manual in the section for inadvertent arterial placement: " a continuous orange symbol displayed and/or retrograde doppler flow signal in the early insertion stage may indicate an arterial placement..." The orange symbol does not appear in the early stage of the insertion but a retrograde doppler flow was visible within the noisy doppler data for approximately the first 500 frames which could have indicated an arterial placement. The noisy doppler data prior to the blue bulls eye symbol being displayed was being interpreted by the console as antegrade flow with the displayed green symbol. Given the console interpreting the noisy doppler data as antegrade flow and the intravascular ECG signal appearing to have a peaked p-wave the console had the appropriate information to display a blue bulls eye symbol. Vps r and d concluded the doppler data was noisy throughout the entire case and this noise becomes part of the data processed by the g4 system. The g4 system in this case had interpreted the noisy doppler data as antegrade flow and the ECG waveform with an apparent and sustained elevated p-wave as meeting the criteria to produce a blue bulls eye symbol. The g4 system also does not carry an indication for use as an arterial line detector but can only provide clues as to a possible arterial placement such as the retrograde flow at the beginning of a case. Given this the g4 system performed as expected given the data it had to process. A device history record review for the original manufacturer was performed by the manufacturing site and did not reveal any manufacturing related issues. No service reports were reviewed as this is the first occurrence of the console being returned for servicing. The customer reported "they got a bbe during the case, which radiology confirmed was in the artery". Vps g4 console gb40665 was returned. A review of the case dataset confirmed a blue bulls eye (bbe) was displayed during the case. No evidence was provided to confirm the PICC was placed in an artery. Results of functional testing of the returned console were acceptable and indicated the console was functioning as intended. A device history record review was performed and did not reveal any manufacturing related issues. Vps r and d reviewed the case dataset and determined the doppler data was noisy throughout the entire case and this noise becomes part of the data processed by the g4 system. The g4 system in this case had interpreted the noisy doppler data as antegrade flow and the ECG waveform with an apparent and sustained elevated p-wave as meeting the criteria to produce a blue bulls eye symbol. Given this the g4 system performed as expected given the data it had to process. The g4 system also does not carry an indication for use as an arterial line detector. Based on the observations made during a review of case dataset user error caused or contributed to this event because the user did not conform to the inadvertent arterial placement guidance provided in the IFU (vps g4 console operators manual). An in service was requested to review the inadvertent arterial placement guidance provided in the IFU (vps g4 console operators manual). No further action will be taken.

Event description:
The customer reported they got a bbe (blue bulls eye) during the case, which radiology confirmed was in the artery. They removed the line and did not replace it. No patient harm or delay in therapy.